Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 380 mg/dl. Reportedly, the cause of the elevated bg level was unknown. A system check was performed with tandem technical support (cts) and cts confirmed that the pump was functioning as intended. Cts offered to follow up with the customer to verify if bg level goes to target level; however, the customer declined. Additionally, it was reported that the customer received a button alarm 22. Reportedly, at the time of the alarm, the customer was breastfeeding. Cts educated the customer to keep items from pressing on the button; customer acknowledged. The customer was successfully able to resume insulin therapy.